Event description:
During and atrial fibrillation procedure, a steam pop with pericardial effusion occurred during the last ablation which required a pericardiocentesis. The patient became hypotensive and an ultrasound revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported steam pop with pericardial effusion could not be conclusively determined. The tacticath contact force ablation catheter, sensor enabled instructions for use (IFU) warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿ and ¿too high rf power during ablation may lead to perforation caused by steam pop". Additionally, the IFU, cardiac perforation is a known risk during the use of this device.